Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be) for urge incontinence. It was reported that the trial patient experienced ¿heat¿ on their lower back near the leads. It was unknown what other interventions/actions were taken and what other environmental/external/patient factors may have led to the issue. No surgical intervention had occurred, and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.